Event description:
It was reported a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to pain, a migrated acetabular cup, radiolucency and fluid consistent with adverse reaction to metal debris. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05330 / 05331).